Event description:
It was reported that the bmw guide wire was placed in a diagonal to protect the vessel during a stenting procedure of the lad. After deploying the stent, the bmw was retracted with a little resistance. After the guide wire was removed, it was noted that the distal part had been pulled off by a stent strut. The tip of the guide wire is still in the diagonal. Patient is doing fine, but will be closely watched.